Event description:
It was reported that the unit warns of system failure and then turns itself off.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The customer's complaints were verified. In regards to the customer's comments of the device, turning itself on and off, the cause is an anticipated response to a "preamp external reference failure". Examination of the device log shows evidence of this malfunction. Upon identifying an error, the device generates audible notifications, warning the user that corrective action is required. The device operated per specifications by alarming the user of the malfunction. Examination revealed a mismatch between two resistors on the input of the instrumentation amplifier u1, which allowed susceptibility to common mode noise. To resolve the error and shut down, the resistors were replaced and the software upgraded to the latest version that incorporates filtering for common mode noise.